Event description:
It was reported that during a kissing balloon procedure, after placement of a 2.5x12mm nc trek in the diagonal branch, the 3.5x15mm nc trek met resistance when advancing through the non-tortuous and non-calcified, tight, left anterior descending artery. Resistance was met during removal and the proximal shaft broke outside of the anatomy. The device was removed without incident or intervention. Another 3.5x15mm nc trek was used successfully. There was no adverse patient sequela or clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.